Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering was unable to deploy the bag, which confirmed the complainant¿s experience. The event unit was disassembled and the tissue bag was still rolled up in the inzii tube and fraying was observed on the cord loop. Based on the condition of the returned unit and the description of the event, the reported event was caused by the cord loop that was jammed within the handle and actuator, which prevented the actuator from fully advancing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Name of procedure being performed: lap appendectomy. Detailed description of event: the rep was not present as the surgery took place on the weekend and the information she received was from the or manager who stated the following: "dr. [Name] performed a lap appy on (B)(6) 2019. Surgeon inserted cd003 into the trocar to retrieve the specimen. The bag didn't deploy out of the shaft of the instrument. Surgeon then removed cd003 from patient safely. A second retrieval bag (cd003) was opened and then the case was completed without any further issues. There was no patient injury." Additional information received from applied medical acct. Mgr. On july 24th, 2019 via e-mail: "unfortunately the or lead was not able to gather more information regarding the bag. Because it¿s red bagged she also didn¿t want to open and inspect." When asked if the prongs were exposed inside the patient, the or lead "was not able to gather the information. The team was on-call over the weekend and do not pick up shifts during the week." Additional information received from FDA medwatch form FDA 3500a on august 5th, 2019 via mail: mw# (B)(4), "describe the event or problem: during a laparoscopic appendectomy, the doctor attempted to use an inzii 5 mm retrieval system bag for a specimen collection. However, the specimen bag would not engage/telescope into itself and because this bag was defective, it was necessary to call for a new bag to be brought to the room. The defective bag was removed from the field. The new bag worked as designed." "What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do" patient status: no patient injury. Type of intervention: opened up a second bag and the case was completed without any further issues.